Event description:
I recently received a 670g insulin pump and there is a major glitch in their programming, the pump continuously asks for blood glucose readings and calibrations creating the pump to kick you out of auto mode which is the major benefit of this pump. Medtronic states after 3 days of conversations and a half dozen different individuals to ignore the pumps requests for an hour or two. But the pump continuously asks for these readings, now I have to keep track of time while ignoring these alarms. My wife and I have had four nights of no sleep (she has liver disease) because of this pump's performance. Medtronic needs to program these pumps to automatically lock out these alarms for the one to two hours to prevent this from happening to individuals on this pump and once done, replace these units to people using them, after all they are responsible for our lives. Sincerely (B)(6).